Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010, consisting of an ipg and two percutaneous leads for right leg and low back pain. It was reported that the pt was experiencing painful stimulation in her upper back. The alleged discomfort is said to be present only when the stimulation is functioning and initiates when the amplitude reaches a certain level. The pt reportedly complained of back discomfort immediately following her scs system implant, but those sensations were thought to be residual effects from the surgical procedure. An x-ray was taken which revealed that the pt's leads had migrated. Surgical intervention will be undertaken to replace the leads; however, a date for the procedure has not been set.